Manufacturer narrative:
The returned pad device had 5 events recorded, the first of which is (B)(6) 2011. The memory had been erased on or before this date. Multiple power ups recorded on (B)(6) /2011 indicate the device was switching itself on automatically. The problem with the device was attributed to a fault in the membrane. The pad pak, which contains the electrodes and batteries, is labeled for single use but the samaritan pad 300 and 300p are for multi-use.

Event description:
There was no pt involved in this event. This device malfunctioned because it was switching itself on automatically. A device switching itself on automatically, if left undetected, could result in the battery becoming depleted.